Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the suspected medical device and revision surgery. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Initially, left-sided rupture was suspected based on ultrasound and mammogram. However, upon explantation, the left-sided device was found to be intact. The relevant field has been updated. Updated reason for device explant and/or reoperation: suspected rupture . The patient underwent bilateral removal and replacement two unspecified mentor gel breast implants (left:535cc, right:590cc). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold on the anterior view. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced left-sided rupture postoperatively. The diagnosis was confirmed by a healthcare professional based on mammogram and ultrasound. As a result, the patient is scheduled to undergo removal and replacement with an unspecified gel breast implant on (B)(6) 2021.